Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case reported by a consumer, concerned a (B)(6) male patient of unknown origin. Medical history and concomitant medication were not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin),(humulin m3 100 units/ml) via a reusable pen, on an unknown dosage regimen, for the treatment of unknown indication beginning on an unknown date. On (B)(6) 2017, he took out the cartridge put in a new one, the cartridge smashed and the insulin went everywhere. He checked his blood sugar and it was so high that they went to be hospitalized [(B)(4), lot no: 0905b06]. He discharged from hospital on (B)(6) 2017. The case considered serious due to hospitalization. Corrective treatment was not reported. Outcome of event was recovering. The suspect drug status was not reported. The operator of humapen luxura burgundy was patient and his training status was not reported. The model duration and the reported duration of humapen luxura was not reported. Action taken with humapen luxura was not reported. The reporting consumer related the event with human insulin isophane suspension 70%/human insulin 30% and humapen luxura. Edit 16jun2017. Case was opened to enter medwatch device fields for device mailing. No new information.

Manufacturer narrative:
(B)(4)..   No further follow up is planned. Evaluation summary: the male patient reported his humapen luxura device "sticks from time to time." He experienced increased blood glucose. The device was not returned for investigation (batch (B)(4), manufactured may 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jammed or dose accuracy. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case reported by a consumer, concerned a (B)(6) years-old male patient of unknown origin. Medical history and concomitant medication were not reported. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin), (humulin m3 100 units/ml) via a reusable pen, on an unknown dosage regimen, for the treatment of unknown indication beginning on an unknown date. On (B)(6) 2017, he took out the cartridge put in a new one, the cartridge smashed and the insulin went everywhere. He checked his blood sugar and it was so high that they went to hospitalized [associated pc: (B)(4), lot no: 0905b06]. He discharged from hospital on (B)(6) 2017. The case considered serious due to hospitalization. Corrective treatment was not reported. Outcome of event was recovering. The suspect drug status was not reported. The operator of humapen luxura burgundy was patient and his training status was not reported. The model duration and the reported duration of humapen luxura was not reported. Action taken with humapen luxura was not reported. The reporting consumer related the event with human insulin isophane suspension 70%/human insulin 30% and humapen luxura. Edit 16jun2017. Case was opened to enter medwatch device fields for device mailing. No new information. Update 28jun2017. Additional information received 28jun2017 from the product complaint safety database. On the device tab entered the return date, entered the manufacture date, entered the device approximate age, entered the device specific safety summary (dsss), updated the (B)(4) device information, updated the medwatch field with the device information, and the narrative was updated accordingly.